Event description:
The customer was hospitalized with dka. Troubleshooting conducted and the pump did not alarm during the high pressure test. Instructed to discontinue from the unit and return to medtronic.